Event description:
Information received from the field does not address the patient's clinical status but notes lead dislodgement. The device was programmed to vvi and remains implanted.

Event description:
The patient's ventricular lead was to be replaced. Since the atrial lead never worked properly and the pulse generator had been programmed to vvi, the physician decided to replace the atrial lead as well.